Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 05/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested 05/31/2016. Medtronic investigation of returned suspect field generator/emitter confirmed the reported problem. Field generator became intermittent while flexing the cable near the coil housing. Red status/no tracking. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative received a report from a site ent nurse that, while in an ear, nose & throat (ent) procedure, their navigation system's tracking became intermittent. The site nurse reported difficulty of registering patients and verifying instruments. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.